Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high impedance. The lead was reprogrammed. The lead remained implanted and was functioning good.